Manufacturer narrative:
Device has not been returned to Manufacturer. A supplemental MDR will be filed when additional information becomes available.Additional Contact Information: (b)(6).

Event description:
A reported incident involving a Plum Duo Infusion system, that a patient receiving a Levophed infusion for management of labile blood pressure did not respond to multiple titrations of the infusion. The nurse observed no fluid dripping in the IV tubing drip chamber despite the infusion being programmed and no alarms indicating an interruption of therapy. The patient developed severe hypotension with blood pressures reportedly in the 30s/20s and received a 100-mcg intravenous push of epinephrine. The infusion system was assessed and replaced with a second IV pump, new tubing, and a new Levophed bag; however, no fluid was observed dripping in the chamber and no alarms were activated. The patient required two additional 100 mcg epinephrine boluses as blood pressure again decreased. Troubleshooting efforts included changing the infusion access site from a left femoral central line to a peripheral intravenous line without improvement. A third ICU Medical IV pump, new tubing, and a new Levophed bag were subsequently used, after which the infusion resumed, and the patient's blood pressure returned to baseline. The event occurred during infusion in a hospital setting. There was patient involvement with no injury reported.